Event description:
Boston scientific received information that the pacemaker dependent patient with this device and right ventricular (rv) lead endured an aortic valve replacement procedure with a sternotomy. Immediately following the procedure, pacing inhibition was noted on telemetry. Upon recovery, intermittent loss of capture or oversensing was observed. Rv pacing impedance measurements had decreased to 100 ohms. Shock impedance measurements was either 0 ohms or elicited noise in all vectors. The patient with this device was brought in for further testing of a commanded shock. Farfield oversensing was observed on the rv lead from atrial senses. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Daily measurements recorded indicated a ¿lead impedance noise¿ message four days prior to explant. Manual lead impedance measurements on the day of explant were noted to be within specifications. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.